Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. On (B)(6)2023, the pediatric patient experienced no readings for days leading up to the event, causing issues with the omnipod pump. This occurred 2 days after the sensor was inserted into the arm. The patient experienced nausea, vomiting, lethargy, and polyuria. The bg was 538 mg/dl, the patient was diagnosed with diabetic ketoacidosis, and was hospitalized for 2 days. During hospitalization, the patient was treated with IV insulin. There was no documentation of further medical intervention. At the time of the report the patient had recovered. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.